Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an avelar type mini lower abdominoplasty and bilateral breast implant replacement procedure on (B)(6) 2016 and topical skin adhesive was used. The product was used on the transverse scar across the lower abdomen. On (B)(6) 2016 the patient presented with dermatitis. It was reported that the rash was red and itchy with many small bumps. The doctor advised the patient to remove the topical skin adhesive. The patient was treated with over the counter hydrocortisone cream and oral benadryl and was referred to a dermatologist. Currently, the incision healed with a surround of hyper pigmentation which is unsightly and tri-luma was prescribed on (B)(6) 2016. The surgeon opines that the contributing factor is hypersensitivity to the topical skin adhesive.

Manufacturer narrative:
(B)(4).